Manufacturer narrative:
The esheath was not returned to edwards lifesciences for evaluation. Without the device returned for evaluation, visual inspection, functional testing and dimensional analysis were unable to be completed. Patient imaging was provided and revealed tortuosity of the patient's access vessel and an undersized vessel 5.2mm (equal or less than 5.5mm required for a 14f esheath). During the manufacturing process, the entire device is visually inspected, and tests are performed throughout the process. In this case, there is no evidence to support a manufacturing design defect potentially contributed to the complaint. A device history record (DHR) review was performed and did not reveal any manufacturing non-conformances that would have contributed to the complaint event. A lot history record review was performed and did not reveal any related complaints. The commander delivery system for s3 IFU, device prep manual for s3 + commander and procedural training manual were review for instructions. The procedural training manual provides guidance on vessel dilation and delivery system insertion through sheath. If necessary, appropriately dilate the vessel by inserting the dilator past the aortic bifurcation, a second dilator may or may not be included with the system for vessel dilation and if the same dilator is used for vessel dilation and sheath insertion, check to ensure dilator has not been damaged before inserting into sheath. Correctly orient delivery system and check position before insertion, orient the delivery system with the flush port pointing away and the edwards logo facing up and ensure delivery system is locked in default position. Maintain edwards logo up throughout the procedure to prevent kinking of the delivery system, and insertion force through the partially expandable portion can be higher than the push force through the fully expandable portion. Push force can vary due to angle of insertion, thv size, vessel diameter, tortuosity and degree of calcification and if push force is high, consider slightly pulling back the sheath while advancing the thv/delivery system 1-2 cm. In expectation of high friction, use short movements and if working length is insufficient, peel away the loader tube and remove while maintaining delivery system and wire position. No IFU or training deficiencies were identified. A review of edwards lifesciences risk management documentation was performed for this case. The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of the failure mode is not required at this time. The complaint for resistance between system components with inability to advance through sheath was unable to be confirmed without the complaint device or procedural imagery. Without the return of the complaint device, an engineering evaluation including visual, functional, and dimensional analysis could not be performed. Review of the DHR provided no indication that a manufacturing nonconformance was a contributing factor. Therefore, no manufacturing non-conformances were able to be identified. Per the returned patient imagery, tortuous vessels and undersized vessels. Tortuous vessels can create sub-optimal angles that can lead to non-axial alignment in the advancement of the delivery system. Undersized vessels (<5.5mm for 14f esheath) can create a restricted pathway or constrained condition resulting in difficulty during sheath expansion and increased resistance during the advancement of the delivery system. Per patient imagery, an access vessel was 5.2mm, which is undersized for the 14f which is undersized. In this case, available information suggests that patient factors (tortuosity, undersized vessels) may have contributed to the reported event. Complaint histories for all reported events are reviewed against trending control limits monthly, and any excursions above the control limits are assessed and documented as part of this monthly review. No IFU/labeling/training manual inadequacies were identified. No corrective or preventative action nor product risk assessment is required.

Event description:
As reported through the (B)(6)tavi registry, intraoperative dissection was reported. A surgical repair for access site vessel injury was performed. Also, iliac artery was injured. A stent was placed. On postoperative day (pod) 7, the patient was discharged. Per report, the event was related to the device, but not to the procedure. The patient's right iliac artery measured 4.9 mm, the minimum luminal diameter measure 6.1mm with no calcification, and a decision was made to insert a 14fr esheath. The sheath was inserted with no problem. A commander delivery system could not advance further from the iliac artery, the delivery system was removed. A deformation of 26 mm sapien 3 valve was suspected. A 2nd device was prepped and could not advance further into the iliac artery. The devices were removed. A 3rd device was prepped and a16fr esheath and the 3rd device was able to be inserted with propofol. The device was discarded at the hospital and would not be returned for evaluation.

Manufacturer narrative:
The esheath was not returned to edwards lifesciences for evaluation. Without the device returned for evaluation, visual inspection, functional testing and dimensional analysis were unable to be completed. Patient imaging was provided and revealed tortuosity of the patient's access vessel and an undersized vessel 5.2mm (equal or less than 5.5mm required for a 14f esheath). During the manufacturing process, the entire device is visually inspected, and tests are performed throughout the process. In this case, there is no evidence to support a manufacturing design defect potentially contributed to the complaint. A device history record (DHR) review was performed and did not reveal any manufacturing non-conformances that would have contributed to the complaint event. A lot history record review was performed and did not reveal any related complaints. The commander delivery system for s3 IFU, device prep manual for s3 + commander and procedural training manual were review for instructions. The procedural training manual provides guidance on vessel dilation and delivery system insertion through sheath. If necessary, appropriately dilate the vessel by inserting the dilator past the aortic bifurcation, a second dilator may or may not be included with the system for vessel dilation and if the same dilator is used for vessel dilation and sheath insertion, check to ensure dilator has not been damaged before inserting into sheath. Correctly orient delivery system and check position before insertion, orient the delivery system with the flush port pointing away and the edwards logo facing up and ensure delivery system is locked in default position. Maintain edwards logo up throughout the procedure to prevent kinking of the delivery system, and insertion force through the partially expandable portion can be higher than the push force through the fully expandable portion. Push force can vary due to angle of insertion, thv size, vessel diameter, tortuosity and degree of calcification and if push force is high, consider slightly pulling back the sheath while advancing the thv/delivery system 1-2 cm. In expectation of high friction, use short movements and if working length is insufficient, peel away the loader tube and remove while maintaining delivery system and wire position. No IFU or training deficiencies were identified. A review of edwards lifesciences risk management documentation was performed for this case. The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of the failure mode is not required at this time. The complaint for resistance between system components with inability to advance through sheath was unable to be confirmed without the complaint device or procedural imagery. Without the return of the complaint device, an engineering evaluation including visual, functional, and dimensional analysis could not be performed. Review of the DHR provided no indication that a manufacturing nonconformance was a contributing factor. Therefore, no manufacturing non-conformance's were able to be identified. Per the returned patient imagery, tortuous vessels and undersized vessels. Tortuous vessels can create sub-optimal angles that can lead to non-axial alignment in the advancement of the delivery system. Undersized vessels (<5.5mm for 14f esheath) can create a restricted pathway or constrained condition resulting in difficulty during sheath expansion and increased resistance during the advancement of the delivery system. Per patient imagery, an access vessel was 5.2mm, which is undersized for the 14f which is undersized. In this case, available information suggests that patient factors (tortuosity, undersized vessels) may have contributed to the reported event. Complaint histories for all reported events are reviewed against trending control limits monthly, and any excursions above the control limits are assessed and documented as part of this monthly review. No IFU/labeling/training manual inadequacies were identified. No corrective or preventative action nor product risk assessment is required.

Event description:
As reported through the (B)(6) registry, intraoperative dissection was reported. A surgical repair for access site vessel injury was performed. Also, iliac artery was injured. A stent was placed. On postoperative day (pod) 7, the patient was discharged. Per report, the event was related to the device, but not to the procedure. The patient's right iliac artery measured 4.9 mm, the minimum luminal diameter measure 6.1mm with no calcification, and a decision was made to insert a 14fr esheath. The sheath was inserted with no problem. A commander delivery system could not advance further from the iliac artery, the delivery system was removed. A deformation of 26 mm sapien 3 valve was suspected. A 2nd device was prepped and could not advance further into the iliac artery. The devices were removed. A 3rd device was prepped and a16fr esheath and the 3rd device was able to be inserted with propofol. The device was discarded at the hospital and would not be returned for evaluation.